Event description:
It was reported that the infusion completed earlier than expected. Accuracy testing conducted by biomedical engineering using a 250 ml cassette revealed that the pump was over-delivering by 13%. The event occurred during infusion; however, no patient harm or adverse events were reported.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "infusion completed early and tested the accuracy in biomedical engineering with 250 ml cassette, it was overdelivering by 13%" was not confirmed/replicated. Functional and accuracy testing were within specification. There was a bubble on the downstream occlusion (dso) seal and therefore replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.